Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an absence of alarms. It was reported that the customer tried to bolus and noticed that the bolus was not there in the history. It was reported that the customer stated that the bolus was not delivered. It was reported that the customer's current blood glucose level was 11.1 mmol/l. Troubleshooting was not completed during the call. Product is not expected to return.